Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. The backlight worked successfully with no dimming during analysis. Pump history files and traces successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. All battery insertion times are well above the expected battery life indicating the battery is lasting longer than expected. No unexpected insulin flow block alerts or no delivery alerts occurred during testing and were not found in the history file. Pump passed all drive tests with no issues or abnormally loud noises. All buttons were tested and worked successfully with no delays or unresponsiveness. The pump was cut open to perform visual inspection and found no evidence of moisture damage or physical damage to the electronic assembly or motor. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails and pillowing keypad overlay cosmetic damage was confirmed with minor scratches to the display window (that do not impede view of the screen) and cracked battery tube threads, cracked case (battery tube) and cracked case-corner of belt clip rails found during analysis. Back light anomaly was not confirmed during analysis. Charge/battery lasts less than expected was not confirmed during analysis. No delivery/occlusion alarm was not confirmed during analysis. Drive/motor anomaly was not confirmed during analysis. Keypad unresponsiveness/delay was not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery alarms, scratched screen, back light anomaly, the screen was not bright as before and there was a crack on the insulin pump. The customer also reported that the insulin pump was slow and loud during rewind and there was delayed response from the buttons and also the insulin pump had short battery life. The customer also reported that the sensor did not last for seven days. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-342, mmt-431ag, mmt-7040a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-342. No product return is required for mmt-431ag. No product return is required for mmt-7040a.